Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced unpleasant sensations from the scs system following a cardioversion and multiple defibrillation episodes. Reprogramming was attempted to no avail. As such, the patient was advised to turn off the scs system. Surgical intervention is planned to address the issue.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2018 during which the ipg was explanted and replaced. Effective stimulation was regained post-operatively.

Event description:
Follow-up identified the patient is addressing other health concerns at this time. Surgical intervention is not planned currently.